Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was over delivering. Customer¿s blood glucose level was 65 mg/dl. In addition, customer eat glucose for low blood glucose level and customer¿s blood glucose level was 81 mg/dl. Based on low blood glucose level customer alleged over delivery for insulin. The insulin pump will not be returned for analysis.